Manufacturer narrative:
A steris service technician inspected the system 1e processor, and found the customer's c1142e tray cup punch was bent. The technician procured one of the disposed s40 cups, and sent it to steris hopkins quality. Hopkins quality evaluated the cup, and found a full amount of paracetic acid was in the acid capsule, buffers were in the bottom of the outer cup and the pop out plug was dislodged from the bottom. The lid was split in multiple places; evidencing excessive force was exerted against it. The operator manual (page 1-3) states: "caution: do not push the container into the sterilant compartment with excessive force. Never slam the container into the sterilant compartment. Damage to the container may occur." Hopkins quality reviewed the DHR for s40 lot 349bb10032, and found the lot to be manufactured within specification. The customer has ordered a new tray. The technician ran diagnostic cycles, found the processor to be working within specification, and returned it to service. The customer has scheduled an in-service on (B)(6) 2013, on operation of system 1e and manual disposal of s40 sterilant.

Event description:
The user facility reported that when an employee was loading an s40 cup into the system 1e, the cup sprayed its contents onto her. The employee disposed of the cup in a sharps container and tried another cup. The second s40 cup sprayed its contents onto her. Within a day, the employee reported tingling of skin on hands and forearms, heavy chest, and a swollen tongue. The employee reported to the ER and received a breathing treatment. The employee did not miss any work time. The employee is reported to have a medical history of asthma.